Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018, a patient reported an allergic reaction to the adhesive with cvs937404 cvs honey pad small. No additional information was provided after several attempts.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. Device history record was reviewed for lot # 033317; there is no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s. Biocompatibility data sheet was received from vendor and the adhesive formulation did not produce any erythema after induction or challenge. Unknown root cause. Customer enquired the product compositions and information was provided.